Manufacturer narrative:
The device was returned to olympus to the regional service center for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported event was caused by the component failure of the damaged scope body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject rigid scope device exhibited a crooked and crushed scope body. There was no report of any patient harm or patient involvement.